Manufacturer narrative:
A siemens headquarters support center (hsc) specialist reviewed the instrument data. There was no indication of errors posted for the results obtained on the original advia 2400 instrument. There was no indication of foaming or mixing issues noted in the reaction curve. The curve for falsely low results did not look atypical. The hsc specialist could not rule out potential sample integrity issue. The cause of the discordant, falsely low gluh_3 results on one patient sample is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
Discordant, falsely low glucose hexokinase_3 (gluh_3) results were obtained on one patient sample on an advia 2400 instrument. The initial result was reported to the physician(s), who questioned it. The sample was repeated twice on an alternate advia 2400 instrument, resulting higher both times and inline with medical history of the patient. One of the results obtained on the alternate advia 2400 instrument was reported as a correct result to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely low gluh_3 results.